Event description:
The dr called to report that the customer was hospitalized for dka. The customer is being treated with an insulin drip. The dr stated that the customer was changing their set four times per mo. The dr ended the call and stated that he will call back to troubleshoot. A few days later, the customer called and originally needed assistance with setting the basal rates due to an error alarm received due to the batteries being out of the pump for thirty mins. The customer received a different alarm the night before due to an empty reservoir. At the time of the call, the customer's bg was high and changed out entire set. The customer couldn't hear the alarm last night when it occurred. Troubleshooting was done and pump passed self test. The customer was instructed to monitor pump and bg closely.